Event description:
It was reported that in preparation for a coronary stenting treatment procedure, the stent was loose on the balloon. The lesion was located in a mid left anterior descending artery. The physician pre-dilated the lesion with a 3.5x20mm non bsc balloon. As the 3.5x32mm liberte' bare metal stent was being prepared for use, it was noted that the stent was loose on the balloon. The device was never inserted into the patient. Another liberte' bare metal stent was used to complete the procedure. No patient injuries or complications occurred. Patient's status is satisfactory.